Event description:
Reported that the 840 ventillator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The device was pulled from the facility and sent back to the manufacturer for further evaluation. The root cause has not been established at this time.